Manufacturer narrative:
Lot 13386174: (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the rlt261416/13386174 device was taken out upon converting to open repair.